Event description:
Per the clinic, the patient experienced facial nerve stimulation with device use.the device was explanted on (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).